Event description:
Customer reported being hospitalized due to high bg. Customer had incorrect programming, explanted the impact of incorrect programming on bg. Programming corrected. Advised customer to monitor pump. Customer feels uncomfortable with pump. Sending replacement pump.